Manufacturer narrative:
(B)(4). Literature: abdelaziz, h., biewald, p., anastasiadis, z., haasper, c., gehrke, t., hawi, n., & citak, m. (2020). Midterm results after tantalum cones in 1-stage knee exchange for periprosthetic joint infection: a single-center study. The journal of arthroplasty, 35(4), 1084¿1089. Https://doi.org/10.1016/j.arth.2019.11.016. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was retrieved from the bone & joint journal (2021) that reported a study from the USA that looked at mid-term outcomes of tibial cone survival and complications in revision tkas at a minimum of five-years. The purpose of the study was to evaluate a larger cohort, with longer follow-up, with a focus on the tibial cone. The study reviewed sixty-two knees in fifty-nine patients revised for aseptic loosening in thirty-five, reimplantation as part of two-stage exchange for pji in twenty-three patients, component malposition in two and stiffness in two. The study population had a mean age of 70 years at time of surgery (range 51-88) of which 38 were female and a mean bmi of 34.1kg/m. The mean clinical follow-up of the tkas with minimum five-year clinical follow-up was 7.6 years (5.0-13.3). The study reported one knee was revised to a constrained liner for constrained liner dissociation.